Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that their ins only worked for 3 days. They have been on pills but now their pain has increased and they would like to try to get their device to work. They stated they don't have their recharger or patient programmer and requested a loaner recharger and patient programmer but the manufacturer reviewed loaner devices are not available.

Manufacturer narrative:
Intervention required should not have been checked on initial reg. Report submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient stated ¿he (rep) tested it and said it was working but I couldn¿t get it to charge¿. The patient further stated that the manufacturer¿s representative asked the patient to contact the manufacturer to see if they ¿had any loaner stimulators I mean remotes that you can supply to me to see if we can get this to work".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.